Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 400mg/dl with large ketones and nausea. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reportedly remained on the pump. Customer technical support reviewed the pump was the reporter and found that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associate with an alleged basal history issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2015 with the following findings: the black box showed that there was a pump reboot on (B)(6) 2014 at 21:10; deliveries never resumed. On (B)(6) 2014 at 19:19 a replace cartridge alarm was recorded; deliveries resumed 20:40. On (B)(6) 2014 at 06:21 an occlusion alarm recorded; deliveries resumed 06:34. The pump was exercised for 24 hours with a 2.0u/hr basal rate; at the conclusion of testing the basal history correctly matched the 2.0u and the basal total daily dose history correctly equaled 48.0u. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.